Event description:
Legal case - USA. Patient ID: (B)(6). Related case: (B)(4). This patient is verified bilateral knees on primary left knee (B)(6) 2011 and right knee (B)(6) 2013 both at hospital of special surgery. She had left knee revision (B)(6) 2023 with dr. (B)(6) (already approved). She had right knee revision (B)(6) 2024 with dr (B)(6) (op report attached). Please review the attached revision op report and confirm this is within the scope of the recall. Previously verified on hss master list. Claim is now accepted as compensable. Patient name: (B)(6). Surgery 2: (B)(6), (B)(6) 2013, right knee primary, serial #: (B)(6). No device return anticipated due to this being a legal case. Unable to locate ebi initial surgery. Historical record & smartsolve searched for sn/patient name with no results. No further information. (B)(6), 02-012-35-3009, logic tibia ps mod insrt sz 3 9mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. UDI: (B)(4). 510k: k033883.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and suspected loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.